Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 40 mg/dl. The customer was treated with a glass of milk. The customer also experiences high blood glucose levels as 370 mg/dl, 222 mg/dl and 187 mg/dl. The customer also states that the sensor was stopped working and bleeding at the site. The insulin pump will not be returned for analysis